Event description:
Company representative reported via email that the customer was called regarding an insulin pump upgrade and the customer reported that she has to frequently change the battery on the insulin pump and has to restart the insulin pump to complete the rewind. The customer declined being transferred for assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.